Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal to distal right coronary artery with mild tortuosity and heavy calcification. It was a chronic total occlusion lesion. Pre-dilatation was performed and the 2.5 x 15 mm xience prime stent delivery system (sds) was advanced, but could not cross the lesion. During the advanced attempt, the proximal shaft kinked. The xience prime was removed and the 2.5 x 8 mm multi-link 8 sds was advanced; however, this sds could not cross the lesion and the proximal shaft kinked, then separated. The 2.5 x 12 mm multi-link 8 sds was advanced, but could not cross the lesion and the proximal shaft also kinked. A new xience prime sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: choice pt. Inflation: abbott indeflator. Guide cath: ebu. Sheath: terumo. Evaluation summary: the device was returned for analysis. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The shaft separation and kinks were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.